Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed; there was an e315 error during startup, due to scope connector being immersed in liquid and ultrasound plug unit was not good. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blackout image. The issue was found during maintenance. There were no reports of patient involvement.